Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi; guide cath: rbu - medtronic; rhv: piton y pac - medtronic; sheath: 6 fr. Return of the rx mini trek may have aided in the investigation and determination of cause. Factors that can contribute to hub damage and/or leaks include, but are not limited to, manufacturing, kinks, cracks, obstructions, or damage to the indeflator. It was reported the shaft may have been kinked during removal from the dispenser coil. It is possible that the shaft was kinked at the end of the strain relief tubing. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation; therefore, resulting in the inability to inflate the device. It should be noted the mini trek instructions for use (IFU) states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a conclusive cause for the reported difficulties could not be determined. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during a procedure the mini trek balloon catheter was prepared per manufacturer instructions then advanced to the target lesion without issue. During the attempt to inflate the balloon, it did not inflate. It was noted that saline/contrast was leaking out of the proximal shaft at the hub area outside the anatomy. A second mini trek was used in the procedure. Additionally, the physician stated the balloon catheter may have been kinked during removal from the packaging. There was no reported patient effect. No additional information was provided.